Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h11 corrected fields: d4(UDI#). The fse that encountered the issue tested unit and retrieved fault logs. The extend ECG and bp was found to be faulty, no faults in error logs. Compared to other cardiosaves. Based on the evaluation results the failure occurred due to external ECG not working. However, after multiple attempts the unit repair information hasn't been provided. This complaint will be closed and if further information is received, the complaint will be reopened and update accordingly.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data : e1(event site name and event site email).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data : e1 (event site city).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The getinge fse reported that while troubleshooting another machine, the cardiosave intra-aortic balloon pump (iabp) external ECG sync is not working. There was no patient involvement.